Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a product issue. Based on the available information, the reported device damaged by another device-dislodge appears to be related to user technique / procedural circumstances. The entanglement-clip caught on chordae also appears to be due to user technique/procedural conditions. The single leaflet device attachment (slda) was an outcome of the device damaged by another device. The reported poor imaging resolution was due to shadowing with the first implanted mitraclip (procedural conditions). The reported additional therapy non-surgical treatment-pti and additional therapy non-surgical treatment-additional mitraclip same procedure were results of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This report is filed as the second clip was unable to be freed from the chordae, was deployed in that location, and had a single leaflet device attachment. It was reported that on (B)(6) 2020, the patient presented with functional mitral regurgitation (mr) grade 4+. The first mitraclip was successfully implanted. Reportedly, following, there was difficulty visualizing due to shadowing from this implanted clip. A second mitraclip delivery system (cds0601-ntr 00316u186) advanced to the left ventricle without an issue. Once in the left ventricle, the second mitraclip became stuck on the chordae. Standard troubleshooting was performed; however, the clip was unable to be freed. Since the mitraclip was unable to be freed, the second mitraclip was deployed at that location, on the anterior and posterior mitral leaflet, and also deployed with chordae in that same grasp. To further reduce mr, a third mitraclip delivery system (cds0601-ntr 00316u187) advanced. During positioning, this 3rd mitraclip accidently bumped up against the 2nd implanted mitraclip. The second mitraclip had then detached from the anterior leaflet, while remaining attached to the posterior leaflet, a single leaflet device attachment (slda). As treatment for the slda, the 3rd mitraclip was implanted in close to the second slda mitraclip, stabilizing the second mitraclip. The mr had been reduced to grade 2+. There was no adverse patient sequela. No additional information was provided regarding this issue.